Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to the defibrillator pca and computer/analog board. High voltage travelled to low voltage circuitry, damaging mutiple components on the pcas. The root cause for the high voltage travelling to low voltage circuitry could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem was confirmed. Upon investigation the electrode belt trunk cable was severed. The esd700 on the dn pca was also found to be thermally damaged. The root cause for the thermally damaged esd700 was unable to be positively identified. There was no death or adverse event associated with the monitor or belt malfunction.

Event description:
03/02/2021-resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 7/18/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor returned a monitor and reported that it would not power on. A us distributor returned an electrode belt and reported a service code 204 (belt/monitor unusable).